Event description:
At 0800, infant had axillary temperature of 99.8. Isolette switched from skin control to air control. Air temperature was set at 36.5 centigrade. At 1100, infant had axillary temperature of 103. F. Infant given cool bath and isolette temperature was decreased to 31.4 centigrade. Infant temperature returned to 98 f at 1300.